Manufacturer narrative:
The customer found 3 strip pads in the strip provider module (spm) of their ichem velocity instrument. The customer removed the pads from the spm. Service was not on site but contacted the customer via telephone and assisted the customer with all the instrument verifications. (B)(4).

Event description:
The customer reported that 3 strip pads had fallen off into the strip provider module (spm) of their ichem velocity instrument. Erroneous patient results or effect to patient treatment in connection to the event has not been reported by the customer.